Manufacturer narrative:
The manufacturing location for this product is bawal. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter address: (B)(6). Device manufacture date: unknown. Investigation summary there are no samples and two photograph from the customer along with the reported complaint of mixed product. The investigating team could not use the retention samples as the lot number reported is unknown. Since no samples and two photograph and no batch number were shared, the complaint was investigated based on the photographs only. The investigation analysis carried on the photographs confirmed the customer has used a non-bd needle. The needle in the photograph is not a bd product. The defect is unconfirmed.

Event description:
It was reported that there was mixed product in the package of the bd emerald¿ syringe. The following information was provided by the initial reporter: emerald 3ml with needle had needle of 21g instead of 24g.